Event description:
It was reported the pt's intrathecal catheter had dislodged. The pt's pump was also reportedly at the end of battery life. Revision was being considered. No pt symptoms were reported. The drug used in the pump was not reported. Additional info has been requested, but was not available on the date of this report.

Manufacturer narrative:
Results - used for catheter.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4). All previously reported conclusion codes have been updated/corrected.

Event description:
It was later reported that the patient's pump was "a nightmare". The pump flipped. The patient tried reporting that it wasn't working, but wasn't believed. The patient found a new neurosurgeon, who placed the pump differently and "way deeper", which made "all the difference in the world." At the time of this report, the patient was thankful to have her pump and could not live without it. The patient's current pump seemed to be fine.